Manufacturer narrative:
In the case description, the user mentioned that a pdm error occurred. Visual inspection of the returned pdm did not find any damages or abnormalities to the pdm case or lcd display. Inspection of the battery found it to be slightly swollen in comparison to a known good reference battery. This damage did not impact device functionality. The pdm was returned with the battery depleted. The pdm was able to charge and turn on with no issues though the battery was swollen. Inspection of the audit log files downloaded from the device confirmed the generation of a pdm error on the date of occurrence. The pdm error was of error code 50-18816-02751-006. The -006 on the pdm error denotes it as a system error. The logs show that the error forced a deactivation of the pod and a termination of the programmed bolus. Further information about the system error could not be obtained as the log files from the date of occurrence were overwritten due to continued use of the system. The exact cause of the error could not be determined.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the hospital due to a issue with their pdm, not alarming. The patient reported having a seizure. The patient gave themselves pen injections.